Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. As part of a no sample investigation, 25 retention samples were evaluated for safety mechanism failure; 10 units were tested by activation cycle and 15 units were tested by manual triggering. All samples passed testing, reached lock-out position after activation, and did not show any safety device issues. A review of the device history record revealed no irregularities or non-conformances during the manufacture of the reported lot # 5239129. A manufacturing process review showed no issues with spring formation, device assembly, packaging, (B)(4) incoming inspection, in process inspection (100% automated primary function test, controlled trigger test, activation cycle test), or final inspection. Without a sample, an absolute root cause for this incident cannot be determined. No issues were observed with retention sample testing or found within the device history record and manufacturing process reviews. (B)(4).

Event description:
It was reported that after the injection of cosentyx, the safety mechanism of a bd ultrasafe passive¿ x-series needle guard syringe did not work and the needle did not go back inside the plastic shroud. No serious injury or medical interventions were reported.